Event description:
On (B)(6) 2014, (B)(6) called (B)(4) to report that she injected a female patient on (B)(6) 2014. (B)(6) injected 0.1cc radiesse into the glabella and 0.1cc injected into the periosteal area. Injected area was green. Injector thought she got a vessel. She used pressure and rubbed around. The area was green when the patient left. (B)(6) thought that the patient would end up with a bruise. The patient called (B)(6) at 7am on (B)(6) 2014, (B)(6) instructed the patient to go to the ER. (B)(6) provided a note for the patient to take to the ER about using warm compress, etc. A CT scan was performed. There was product in a vessel. The patient's vision was checked and per the patient her vision is ok. There was no blanching at the time of the injection. There is no tissue death and it has been over 12 hours since the injection. (B)(6) has involved her medical director who is a p.s. They are going to try to get the patient to come back in on either (B)(6) 2014 or (B)(6) 2014.

Manufacturer narrative:
(B)(4). (B)(6) spoke to a (B)(6) physician, dr. (B)(4). Dr. (B)(4) stated that this is a case of vascular compromise. The device history record for reported radiesse lot was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.